Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the event caused the customer to experience diabetic ketoacidosis. No further information regarding the event was provided.